Manufacturer narrative:
The investigation into the heart valve damage has been completed since the original report was filed. The medical center did not return the impella product for benchtop analysis; only the clinical report was evaluated. The clinical evaluation revealed that the cause of the heart valve damage was improper positioning of the device. The failure mode will be monitored and trended.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, investigation of the device was not possible. Should any new information be acquired, a supplemental MDR will be filed. Of note the IFU states the following: ¿impella catheter in papillary muscle if the inlet area of the impella catheter is too close to or entangled in the papillary muscle and/or subannular structures surrounding the mitral valve, it can affect mitral valve function and negatively impact catheter flow.¿

Event description:
The complainant reported an 81-year-old male patient presenting for acute myocardial infarction and cardiogenic shock. During impella support, the complainant reported a pump positioning issue and a subsequent damaged leaflet. Following the initial implant, it was noted that the pigtail and cannula were caught in the mitral valve apparatus. Repositioning attempts were initially unsuccessful and mitral regurgitation (mr) was observed via echocardiogram. After pulling the pump far enough back in the aorta, the pigtail was finally freed from the mitral valve apparatus. The mitral regurgitation appeared to have resolved and the decision was made to explant the pump. However, the following day, the mr recurred, and it was discovered that there was damage to the anterior leaflet. Mitra-clips were placed and the mr was resolved.